Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). 'The inspiratory pressure transducer fails calibration, found during pre patient use."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The user facility evaluated the device and determined the failure was caused by a malfunctioning gas delivery engine. A replacement gas delivery engine was sent to the user facility repair the device and return it to service. The carefusion failure analysis lab evaluated the returned gas delivery engine, verified the complaint and determined that the root cause of its failure was a faulty inspiratory pressure transducer on te trans con alarm assembly board. This is a known trans con alarm assembly board issue, corrective and preventative measures reside within a carefusion internal corrective and preventive action file.